Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to high blood glucose levels, nausea and vomiting. The reported blood glucose reading was 423 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of the hospitalization because it had been damaged in a flood approximately 24 hours earlier. It was stated that the insulin pump gave multiple alarms after the water damage. Advised the caller that the insulin pump would be replaced. Nothing further was reported.